Manufacturer narrative:
Initial and final MDR (B)(4) device 9 of 9.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced a leakage event on 03-mar-2026. The infusion set tubing detached from the connector. The issue occurred with eight infusion sets. The infusion sets had been in use for approximately two to three days. No further information available.